Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the functional testing. However, the insulin pump alarmed for reset error after the battery was changed due to a faulty connector on the interface board. A cracked reservoir tube lip, cracked battery tube threads and minor scratches on the display window were noted during the visual inspection.

Event description:
Customer reported the insulin pump alarmed unexpected restart each time a new battery was inserted. Customer's blood glucose was 123 mg/dl. A temp basal was not programmed before the alarm occurred. The device was not stored for a long period of time. No further info reported.